Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set kinked cannula event on (B)(6) 2026. The patient reported infusion set cannula was accidentally pulled out during use due to tubing catching on something or pump falling. The patient replaced infusion sets and resumed insulin successfully. No further information is available.